Event description:
A malfunction alarm, specifically malf 3, was reported, but there was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy.